Event description:
A (B)(6) female who presented complaining of mesh erosions and recurrent prolapse. She underwent a transvaginal mesh procedure in the anterior and posterior compartments with apogee/perigee for treatment of prolapse by another surgeon. She developed mesh erosions that did not respond to conservative treatment.